Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the insertion site. The sensor was inserted at the buttocks on (B)(6) 2016. The reaction was described as red, a little bump, itchy, and a slight red outside of the adhesion area. Affected area was treated with hydrocortisone cream. Date of prescription is unknown. At the time of contact, patient is healthy. No additional event or patient information is available.